Event description:
On (B)(6) 2011, the patient reported experiencing low blood glucose of 19 mg/dl and she was taken to the hospital by paramedics. Paramedics measured her blood glucose at 35 mg/dl and she was given glucose via syringe. When she arrived at the hospital her blood glucose measured 18 mg/dl. She was given more glucose and her blood glucose elevated to over 600 mg/dl. She was also given glucose injections. She was released from the hospital on (B)(6) 2011. She believes stress and being tired caused low blood glucose. Troubleshooting did not reveal any product issues. No product was requested to be returned for evaluation.